Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the atrial lead set screw would not properly deploy. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.